Manufacturer narrative:
The device was returned and inspected. The allegation was not confirmed. The device did not show any errors in function during the inspection. The balloon was reliably inflated or deflated. Corrosion was observed on top cover, chassis, connector and front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that at the end of an enterosocopy for anemia, using this balloon control unit, inflation problem, abnormal pressure was observed. It provided a negative 2 and a deflated balloon but when the hose was removed, the balloon was still inflated resulting in minimal mucosal erosion. There was no delay in the procedure. No clinical and therapeutic findings, the patient was discharged the next day. The device was checked before use. Additional information has been requested, but no information has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and since the device malfunction (the balloon remains inflated when the hose is removed) was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.